Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and determined to be caused by a failed door latch hooks. The failed door latch hooks was replaced.